Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported lead was explanted due to a product performance issue. No adverse patient event reported. Should additional information become available, this report will be updated.

Manufacturer narrative:
Combination product: yes. Additional information received: system extraction for report of lead noise on both leads. Md suspects lead fracture due to subclavian crush. Chest-xray was performed. Upon receipt, the leads under complaint were subjected to an extensive analysis. The performance of the leads was scrutinized, including a visual, mechanical and electrical inspection. Dextrus 45 - sn (B)(6): the conductor coil and insulation were found damaged between 20.5 and 23 cm distal to the is-1 connector pin. Dextrus 53 - sn (B)(6): the conductor coil and insulation were found damaged at 24 cm distal to the is-1 connector pin. The above-mentioned lead damages are assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the leads were subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Additional information received: system extraction for report of lead noise on both leads. Md suspects lead fracture due to subclavian crush. Chest-xray was performed. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.